Event description:
Dexcom sensor is inaccurate all the time started at the beginning of 2025 to today, (B)(6) 2025 on problem not reliable with my tandem t slim pump. I'm a type one adult-onset diabetic totally rely on my sensor. I do have a meter to check the highs and lows numerous times this entire year never had such problems before this new sensor.